Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 750 hematology analyzer gave erroneous high basophil count on an ER patient however bec review of the customer supplied data showed that the initial run also gave low neutrophil (ne%) results as compared to the manual differential. Sample rerun matched manual differential results. The erroneous results did not give any instrument generated messages. The results provided by the customer are shown in the attachment. The erroneous results were reported outside of the laboratory and a corrected report was issued. There was no affect or change to patient treatment with regard to this event.

Manufacturer narrative:
Controls were run before the event and the unit is currently performing within qc specifications with respect to controls and reproducibility. The customer stated the fse (field service engineer) thought it might have been an equilibration issue. Per bec cts (customer technical support), this could have been an edta equilibration issue and the sample should be re-run. Per beckman coulter labeling: "beckman coulter recommends you use a dipotassium (k2) or tripotassium (k3) salt of edta. Important - misleading results could occur if you fail to leave space at the top of the tube between the sample and the stopper. Ensure you leave space at the top of the tube between the sample and the stopper to facilitate mixing. Also ensure that the sample is properly mixed before analysis."